Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed under-sensing on the implantable cardiac monitor (icm). No changes or intervention was performed. The patient condition was stable.